Manufacturer narrative:
.

Event description:
It was reported on 06/06/2016 from the patient's nursing home that the patient has had an increase in seizures back in (B)(6). No further relevant information has been received to date.

Event description:
It was reported on (B)(6) 2016 that the patient had experienced an increase in seizures several months ago because he had a urinary tract infection. Now that his infection has cleared up after getting antibiotics, he is back to his baseline. The generator was interrogated and his battery is at 50%. The system diagnostics was ok as well .